Event description:
Doctor reported that the body of the implant in tooth location #25 fractured and was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier: unknown / not provided. Weight: unknown / not provided. Unique device identifier (UDI): not applicable. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) osseotiteâ® implant 4 x 10mm (oss410) was returned for investigation. Visual evaluation of the as returned product identified signs of use, bone tissue attached to implant body. Implant fractured at external threads region. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 25 (fdi) and was used for approximately 13 years, 4 months. Device history record (DHR) review was completed for the subject lot number (794148). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (794148) for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant. Based on the available information, device malfunction did occur and the reported event was confirmed.